Manufacturer narrative:
No device has been returned; therefore, no evaluation can be done. No device history record (DHR) review can be done as the serial number of the device has not been made available. The reason for explant was not provided and no patient information, to include patient history, has been made available. Therefore, the root cause for explant cannot be determined at this time. However, as information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information regarding a pericardial valve explanted that was explanted for unknown reasons. The patient was doing well. No additional information has been made available.

Manufacturer narrative:
Additional manufacturer narrative - the reported device was returned to manufacturer but was not evaluated as it was not manufactured by edwards. Device manufacturer is unknown.

Event description:
The device reported was received. The returned device was not manufactured by edwards.